Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 8.5mm from the distal end. There were some scars of the probe where the probe was broken off. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the surgeon continued to use the device, the probe tip was broken. The instruction manual of the subject device already broken. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In additional, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic colectomy and pelvic lymphadenectomy, several error messages were displayed. The surgeon noticed the error messages nevertheless the surgeon continued to use the subject device. After that, the probe of the device was broken and the tip fell off inside the pt. The surgeon retrieved the broken tip. The procedure was completed with a similar device. There was no pt harm reported without this event.